Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the enteral feeding pump is overfeeding the patient by 180ml causing her to feel ill and vomit.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported issue that the machine is overfeeding. The unit was triaged and the reported issue could not be confirmed. A review of the device history record shows that this unit was manufactured in 2017 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.